Manufacturer narrative:
The reported event of stylet insertion anomaly was confirmed. As received, a complete lead was returned in one piece for analysis with the stylet being stuck in the distal region of the lead. Removed the stylet from the lead and noted it was bent. The cause of the stylet insertion anomaly was isolated to the stylet being bent, which is consistent with procedural damage. The reported events of high pacing impedance and oversensing were not confirmed. Visual and x-ray examinations did not reveal any anomalies on lead body. Electrical tests did not reveal discontinuities or shorts on any conduction paths. Both ventricular and atrial pacing lead impedances were normal.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, it was difficult to insert the guidewire into the right ventricular (rv) lead. Once the rv lead was implanted, it was noted that there were episodes of noise that resulted in oversensing as well as an increase in pacing impedance. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.